Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation. Three samples and two photos were provided to our quality team for investigation. Through visual inspection, it was observed that all samples have one or more ink rings present on various areas encompassing the syringe barrel. The ink rings did not affect form, fit, function, or legibility of the syringe and were acceptable per print/product specification. Potential root cause of the ink ring condition is due to a worn doctor blade in marking process. Technician logs and production databases were reviewed as part of this investigation. It was found that ink rings were detected in-process and determined to be acceptable during manufacture of this batch.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 10ml ll bns had a scale marking issue. The following information was provided by the initial reporter translated from italian to english: we are contacting you to report defects found on 10 ml syringes code: 301029 lot:2034079. Most of the pieces belonging to this lot show an intense black line and other less intense lines (defect probably due to the printing of the scale) surrounding the entire syringe body (photo attached). The production operators are spending a lot of time sorting the pieces and taking time away from their work. We would therefore like to return the total amount remaining in our warehouses (35,750 pieces to date).

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.